Event description:
It was reported that the atrial lead exhibited erratic noise. The physician elected to monitor the patient without further intervention. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.